Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. Prior to procedure, a fluoroscopy was performed. Upon review, it was discovered that the right ventricular lead exhibited externalized conductors. No intervention was performed. The patient remained stable at all times.

Event description:
New information noted that the right ventricular lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Event description:
New information noted that the right ventricular lead exhibited high impedance and was explanted and replaced on (B)(6) 2022. There were no patient consequences.